Event description:
It was reported several blood oozing or weeping events after woven vascular grafts were used as subclavian artery perfusion port during aortic replacement surgeries. The hospital reported that approximately 10 of the 19 vascular prostheses listed showed leakage, but could not determine which ones. The surgeries were reported to have been prolonged, up to about 2 hours maximum, due to the bleeding. There was no reported patient injury. No other patient information was provided.

Manufacturer narrative:
No product evaluation was performed since the grafts were discarded by the institution as they were used as temporary perfusion port. A review of the device history records, including collagen coating records, indicated that the grafts were processed and inspected according to procedures and no anomaly was found. The review of the water permeability testing of several products coated on the same days as the complaint devices indicated values well within product specifications. Retention samples coated on the same periods and under the same conditions as the complaint devices underwent water permeability testing. Test results indicated values well within product specifications. Please note that the devices were not used in an approved indication. No conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the devices were not defective.